Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent sling procedure in (B)(6) 2013. On (B)(6) 2015, the patient experienced vaginal mesh erosion on posterior right fornix. On (B)(6) 2015, the patient underwent vaginal mesh excision and martius fat pad graft. Additional information has been requested.